Event description:
It was reported that the patient experienced multiple seizures over a period of a few months. He additionally experienced a full-body shocking sensation, paralysis, and a locked jaw a few times. The patient was admitted to the hospital for the seizures. Troubleshooting included reprogramming the device. Analysis of the partial database provided for the implantable pulse generator (ipg) found no anomalies and shows it to be working as expected. Additional information was received that there has been no treatment for the seizures as the cause is unknown. Analysis of the full database found that the history counters show no issues with the ipg functionality. There was one magnet reset in the last nine months and seven hibernation events for the lifetime of the ipg. The impedance measurements were observed to be within normal range.

Event description:
It was reported that the patient experienced a couple seizures over a period of a few months and was admitted to the hospital for seizure testing. He additionally experienced a full-body shocking sensation, paralysis, and a locked jaw. The device was reprogrammed, however, the patient experienced the full-body shocking sensation and paralysis a couple weeks later. Analysis of the partial database provided for the implantable pulse generator (ipg) found no anomalies and showed it to be working as expected.